Event description:
Related manufacturing reference number: 2017865-2023-35801 related manufacturing reference number: 2017865-2023-35803 it was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that both the right ventricular and right atrial leads exhibited loss of capture and loss of sensing. A chest x-ray was performed it was noted both leads had dislodged due to twiddler's syndrome. The pacemaker, right ventricular, and right atrial leads were explanted and replaced with a leadless pacemaker. The patient was in stable condition.